Manufacturer narrative:
The compressor mini was investigated by our field service engineer. It was confirmed that the compressor will not power on. The compressor was found to have blown fuses and melted mains inlet due to dust build up. The fuses and mains inlet were replaced. The compressor mini was returned to service after successful verification of proper function. The fuses have not been investigated, but earlier investigations determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. The root cause for the blown fuses in this case has not been determined but the dust build up that was found could have been a contributing factor.

Event description:
It was reported that when connected to a ventilator, the compressor stopped working and failed to turn on again. There was no patient harm. (B)(4).